Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in thre red-luered lumen, between the 36cm and 37cm depth markings. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) an occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU provides guidance pertaining to catheter maintenance and potential catheter occlusion. A lot history review (lhr) of recn1176 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported, "we observed extravasation per insertion in the limb and when pulling the catheter I could find the hole at the catheter height between 36cm and 37cm. Syringe used for catheter management of only 10ml."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn1176 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported, "we observed extravasation per insertion in the limb and when pulling the catheter I could find the hole at the catheter height between 36cm and 37cm. Syringe used for catheter management of only 10ml."